Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: while troubleshooting with customer service it was discovered the test site was not washed prior to testing, which may result in inaccurate readings.

Event description:
A customer's wife reported that on (B)(6) 2011 she received erratic readings while testing customer with his freestyle freedom blood glucose meter. Caller reported receiving readings of 137 mg/dl at 18:55, 63 mg/dl at 19:02 and 81 mg/dl at 19:04. The readings when plotted on a parkes error grid fell into the "b" zone showing the difference in values is not considered to be clinically significant. Caller further reported customer experienced confusion, lethargy, diaphoresis, was combative and subsequently lost consciousness. Paramedics were called and received a reading of 71 mg/dl on an unknown brand of meter and treated the customer with glucose gel. Customer denied self-treatment. There was no report of death or permanent injury associated with this event.